Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity and lumbar radiculopathy. It was reported that the pump went out about 5 years ago (approximately (B)(6) 2012). The patient had no idea if the pump was replaced due to normal battery depletion. There were no further complications reported or anticipated.